Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: radiguide 6f sal 1.0. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the mildly tortuous, concentric, moderately calcified, 75% stenosed, de novo, proximal right coronary artery (rca) the 4.5 x 12 mm nc trek balloon dilatation catheter (bdc) was used for pre-dilatation but the balloon ruptured during the first inflation at 10 atmosphere (atm). The device was removed without noted issue and a same size nc tenku bdc was used for dilatation at 18 atm twice. The procedure was completed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.